Event description:
The customer reported that in auto tessting, this unit displayed a red 'x' in the rfu indicator and could not deliver therapy. There was no pt involvement.

Manufacturer narrative:
The factory has not yet rec'd the device for eval, and this complaint is still under investigation.